Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device's power management was replaced due to a failed test step.

Event description:
The MFR received information alleging a ventilator had a battery detection issue. There was no harm or injury reported.